Manufacturer narrative:
As per cp_IFU_60-00-60, the reported "no monitoring/control centrifugal pump" error messages indicate that the connection between the monitoring device (i.e. Level, bubble, flow monitoring function activated) and the cp5 has been interrupted. This error message correctly appeared because when the cp5 goes off , the connection to the monitoring function is compromised. Reportedly another error message "arterial clamp closed due to cp5 time out" was displayed. Also this error message correctly appeared due to the reported cp5 malfunction. Through follow-up communication livanova learned that the cp5 was turned off/on and all failures were solved. However, the control panel of the cp5 was replaced with another before starting the case. Based on the current level of information, the problem could be easily managed and solved by the operator re-starting the system. The unit was requested to manufactured site for further investigation. During 6h test, the issue was not reproduced and the unit worked as expected. Readout analysis cannot be performed since it was not available. Complaints database analysis revealed one similar confirmed by investigation of returned part event due to a can interruption since unit installation in 2017. The previous case was solved by replacing all components that might be involved in a can interruption. Based on the results of functional test and considering that no deviation occurred during the investigation, it can be assumed that the reported event was not related to a cp5 malfunction. Considering all the available elements it cannot be ruled out that an external electromagnetic interference in the operating theater may have caused to the pump's stops. No other specific action was currently deemed necessary, livanova maintains and document periodic customer events monitoring process in order to evaluate actions for products improvement.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of centrifugal pump 5 (cp5) control panel shutdown during procedure and consequently the pump stopped and error messages were displayed. There was no report of patient injury.